Event description:
Additional information was received from a consumer. The patient reported that they had gone to therapy and chiropractor with little help. They were taking more over the counter orals and topicals with no help. They patient wrote that it was very depressing, months of pain, and incontinence again with no help. Their balance and walking was worse and now use a prong cane. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had the "technician" test the device and was told there was a couple more months of battery left in the ins. Patient said their bladder incontinence, bowel incontinence and the polio pain the device usually helps with have all gradually gotten worse. Reviewed new device has been approved and is available. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was noted that they received the implant for bladder and bowel, however it had also helped with leg pain due to post-polio complications; before implant their bladder was so hyperextended with all of the urine it held, and the patient believed that may have contributed to the leg pain. It was reported that they had a loss of therapeutic effect: return of incontinence and more urine being held which started gradually about a year ago. It was also stated that they had a return of leg pain about 1-1.5 years ago. It was noted that they had seen their managing healthcare provider about a few months ago and were instructed to start using the catheter again. At the appointment, the healthcare provider checked the programmer and said that everything look fine. The patient wondered if their implanted battery could be getting low. Troubleshooting on the call found that sti mulation was on, and no 'implanted battery' icon was seen. It was recommended that they follow up with their healthcare provider to schedule a device check with a manufacturer representative. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. It was reported that the patient called back stating they do not think their stimulator isn't working. When increase stimulation and feel it for about 30 seconds but is still having symptoms. The patient had already tried different programs. Patient services recommended the patient follow up with their healthcare professional. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that device was removed on (B)(6) 2020 but the health care professional could not removed 1-2 inches of the wires. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator not working, where they only felt stimulation for around 30 seconds, began about ten months ago. They reported they became more incontinent even after catheterizing themselves bid (bi sin die = twice per day). Their leg pain had increased almost immediately, whereas when they received their ins, they had taken themselves off of one medication and decreased intake of another. They noted they were now in serious pain and decreased leg function again. After a rep reprogrammed their settings, changed programs, and increased stimulation, they experienced slight help for about a day, but the issue was reported to remain unresolved. They stated they were not doing well with incontinence and pain. They noted they hoped to get a new stimulator and wires which were MRI compatible. Their healthcare provider settled for a CT scan of their spine in the meantime. No further complications were reported.